Manufacturer narrative:
Approximate age of device: 8 months. Manufacturer investigation conclusion: although the reported issue was not reproduced during the investigation, damage to the returned centrimag motor's cable was identified that had the potential to result in the reported event. Continuity testing of the returned motor's (serial number (B)(4) cable revealed increased resistance values in the a1 and b1 drive phase lines and an open connection in the b2 bearing phase line, when the cable was bent near the motor body bend relief. Insulation testing did not reveal any issues. The motor was then tested by the service depot under work order #53645514. Although the reported issue was not reproduced during their testing, the observed conductor breakdown in the a1, b1, and b2 phase lines had the potential to result in the reported events. As a result, the returned motor was scrapped. Since the motor was still under warranty, customer service was contacted so that a replacement motor can be sent to the customer. The root cause of the observed damage could not be conclusively determined during the investigation. Corrective action has been initiated to investigate reports of similar issues. Reports of similar events will continue to be tracked and monitored. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that the motor/pump over heated. The perfusionist reported that the device was connected correctly. The patient was reportedly not harmed in the event. No additional information was provided.